Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection between the pump usb port and usb cable was loose and the pump battery was not charging. Reportedly, another usb cable was used to resolve the issue. There was no reported impact to customer's blood glucose.